Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of noise resulting in oversensing and pacing inhibition was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition. The cause of the reported event remains unknown.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.